Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated mid left anterior descending artery (lad) with one 2.5 x 18 xience v stent and in the predilated proximal lad with one 3.0 x 18 xience v stent. On (B)(6) 2009, the patient experienced chest discomfort and was admitted to the hospital. The patient underwent a diagnostic coronary angiogram and percutaneous coronary revascularization with balloon angioplasty and a cutting balloon in the mid lad for 50 to 70% restenosis. The patient's condition resolved on (B)(6) 2009. There was no adverse patient sequela. There was no additional information provided.